Event description:
Reportedly, during the routine follow-up of the device involved in this report, aida (device memories) recording duration was programmed from 6 months to 24 hours. Nevertheless, upon device later interrogation, aida duration was still programmed with a 6 month duration and no aida data was available.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: reported event regarding aida duration programming was not confirmed. Lack of aida data resulted from the short recording duration. Another method should be used to evaluate rate response during a standard follow-up visit.